Event description:
Boston scientific crm received information from a patient advocate that the patient with this pacing system began wheezing and was unable to talk following the pacemaker replacement and atrial lead revision procedure. The patient passed away two days after the procedure. No allegations were made against the function of the products. The atrial lead that was implanted during the procedure was another manufactures.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.